Event description:
It was reported that the pt experienced rib pain during the healing precess after the scs system implant. The physician discovered the lead migration and was touching a nerve. The lead was revised. The lead revision was unable to resolve the issue. After the procedure the pt started to experience the rib pain. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.